Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 18g maxcore disposable core biopsy instrument was received for evaluation. Upon visual evaluation, the device was received with protective tubing and no yellow guard attached to the needle. The device was returned fully primed, with the top and bottom slide pulled back. An unknown clear material was noted to be attached to the distal end of the needle. Due to the complaint reporting "contamination" no functional testing was performed. Therefore, the investigation is confirmed for the reported device contamination with chemical or other material as an unknown clear material was noted to be attached to the distal end of the needle. A definitive root cause for the reported device contamination with chemical or other material is determined to be manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy using maxcore instrument. Prior to the procedure the tape was in the tip of the needle. There was no patient reported injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy using maxcore instrument. Prior to the procedure the tape was in the tip of the needle. There was no patient reported injury.